Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced an infection of their right lead exit site at two different time points during treatment targeting the occipital nerve. Per the complaint report, the patient originally experienced skin irritation and drainage at their right lead exit site two weeks after initial implant. A culture performed to test for infection confirmed the presence of staphylococcus aureus, however was negative for methicillin-resistant staphylococcus aureus (mrsa). The patient's right lead was removed due to suspected migration and the patient was prescribed antibiotics to treat the infection. The affected area was examined approximately one week later and their physician noted that the former right lead exit site appeared normal (i.e., non-tender, no drainage, etc.) Following completion of a 7-day course of antibiotics (doxycycline). The patient's right lead was replaced following suspected resolution of the initial infection, one week after removal of the original right lead. The patient was provided a 3-day course of prophylactic antibiotics (doxycycline) following the implant procedure in an attempt to limit infection potential. Approximately two weeks after the lead was replaced, the patient reported to the emergency department (ed) for assessment of increased pain at the right lead exit site. The patient additionally reported experiencing swelling, erythema, and foul-smelling purulent discharge from the affected exit site. The patient's leads were removed, and the patient was admitted to the hospital for administration of intravenous (IV) antibiotics and further testing of the issue. The patient received a computed tomography (CT) scan while hospitalized and cultures were performed to test for infection; results of these tests indicated soft tissue cellulitis and the presence of staphylococcus aureus at the right lead exit site. Given that the patient experienced two infections of the same lead exit site within the span of a couple weeks, it is possible that a predisposition to a higher risk of infection and/or foreign body reaction may have caused or exacerbated the reported issue. The patient was transitioned to oral antibiotics (doxycycline and cefadroxil) and discharged from the hospital the day after admission, however no additional updates on resolution of the issue or patient status were available at the time of investigation. If additional information becomes available, this investigation will be updated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.

Event description:
The patient experienced an infection of their right lead exit site at two different time points during treatment targeting the occipital nerve. Subject went to ed and was admitted to hospital. Patient's leads were removed and the patient was prescribed antibiotics.